Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned . This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: * was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown and not specified by the surgeons message. * were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown * what tissue was being sutured when the event occurred? Surgeon didn't specify but only mentioned it was used for a midline ex lap closure. * was additional dissection required in other organs/tissues other than the target tissue? Unknown * what is the lot number? Not provided. Trade name - (B)(4) active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m h3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Overall inspection of the returned sample shows that it was received one detached needle in use condition and a suture piece outside the packaging that pertained to the product code sxpp1b455. Upon visual inspection of the detached needle, the attachment condition was as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture piece was inspected, and the insertion mark was observed to be as expected. In addition, body fluids were noted along of strand. As per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure in 2023 and barbed suture was used. During the procedure, the surgeon was using the device to close the vaginal cuff. After going through the fixation loop and taking an additional two passes the needle popped off the suture as she was pushing the needle through the tissue. There was no extreme force and suture cut was not being used on the robot. The procedure was delayed by three minutes. The procedure was completed successfully with no patient consequences. No adverse patient consequences were reported. Additional information was requested.